Event description:
The customer reported that they could not access the pt database on the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep instructed the customer over the phone how to rebuild the pt database. No further info is available.